Event description:
Caller reported that pump battery was depleting too quickly resulting in pump shutdown. Customer¿s blood glucose level was not impacted. Technical support educated the caller on the resetting of insulin data upon pump shutdown and instructed the caller to uninstall and reinstall the mobile app, advising follow-up if depletion exceeds 35% per day. The customer understood and acknowledged these instructions.